Event description:
The manufacturer service technician reported that the device was missing bottom bearing while it was being serviced at manufacturer facility. There were no adverse consequences related to this event.